Event description:
It was reported that the defibrillator presents a red cross (ready-for-use indicator negative) and an error message indicating "service required". There was reportedly no patient involvement.